Manufacturer narrative:
(B)(4). Evaluation of the returned device found the cuffs, link and needle tip were not returned with the device. The plunger was returned and the anterior needle appeared normal. There was no needle strike marks on the foot. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported complaint. During the investigation, plunger was reinserted and the needle trajectory, needle depth and push mandrel travel were acceptable. Also, the needle trajectory is checked twice during the manufacture of the device; therefore, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. It was reported that the device was deployed in heavily calcified left femoral artery. The patient anatomical condition may have contributed to the reported experience. The perclose proglide instructions for use (IFU) states under contraindications that breakage may occur for device used in patients exhibiting calcification which is fluoroscopically visible at femoral artery. No manufacturing or quality issue detected. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The first and third proglides are each being filed under separate MFR numbers.

Event description:
It was reported that three physicians trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified left femoral artery after an interventional procedure. Reportedly, for the first device (deployed by the first physician) only the anterior cuff was connected to the needle. For the second (deployed by the second physician) and third proglide (deployed by the third physician), only the posterior cuff was connected to the needle. Manual compression was applied to achieve hemostasis. After device examination, two out of three devices were observed to have 'twisted proximal guides'. It was assumed by the facility reporter that the twisted guides may have caused the cuff miss. There was no reported adverse patient sequela. Though requested, additional information was not provided.